Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "(B)(6) 2023, the patient underwent transcatheter mechanical thrombectomy of the occluded left middle cerebral artery. During one of the subsequent attempts to reach the occluded cerebral artery in a typical manner with the use of the hybrid1214da micro guidewire and the vasco+10d microcatheter, no advancement of the hybrid1214da microguidewire distally to c4 and c5 segments of the left internal carotid artery was observed. The microcatheter and microguidewire were withdrawn through the neuronmax vascular sheath (the distal end of which was in the initial segment of the left internal carotid artery) and then through the vascular sheath outside the vascular access. The presence of the vasco+10d microcatheter and the proximal steel part of the hybrid1214da micro guidewire was confirmed, and the absence of the distal portion of the hybrid1214da micro guidewire was recorded. Fluoroscopy confirmed the disintegration of the hybrid1214da micro guidewire and the presence of the distal tip of the hybrid1214da microguidewire in the left common/internal carotid arteries. Angiography was performed and showed patent left common/internal carotid arteries, and the presence of the distal end of the micro guidewire in the lumen of the left common carotid artery and the left internal carotid artery located up to c4 and c5 segments. Left-sided carotid angiography revealed the image of the left anterior cerebral artery and the left middle cerebral artery and their branches as in the examination performed before the observed disintegration of the hybrid1214da micro guidewire. In addition, angiography revealed left common/internal carotid arteries without signs of spasm and migration of the distal part of the detached micro guidewire." Incident report form received for this incident indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The device investigation was performed by legal manufacturer balt extrusion. Summary as follows: the returned device (hybrid1214da) was inspected in our quality laboratory. During our analysis, we observed the following points: the hybrid guidewire was returned in its primary and secondary packaging without the dispenser only one part of the guidewire was returned, in fact, the product measures 160 cm approximately instead of 200cm. The device broke at 40cm from the distal part, according to our observation the rupture (break) occurred at the level of nitinol/stainless steel welding. We observed a kink at approximately 115cm from the proximal part. Based on the available information and the investigation results the complaint can be confirmed. The review of the lot history records did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled (visual inspection). All tests mentioned above complied with the specifications for the affected lot number. No other complaint is registered on this batch number to date in our database. The hospital provided us with the anonymized procedure report, in which they indicate that the patient's anatomy is tortuous and difficult to access. Indeed, the hybrid was used for a thrombectomy. However, the occlusion was difficult to reach " due to the difficult anatomy ". Initially, the physician wanted to use a 3max catheter but " [...] Due to the high system stress resulting, among others, from the sigmoid course of l-ica and atherosclerotic changes in l-mca, it was not possible to insert the 3max aspiration catheter into the occlusion site." The physician chose to use a vasco 10 but during the insertion of the catheter, they noticed that the hybrid was broken. Based on our post-market surveillance database, and our observations, several hypotheses could be made: the incident could be due to excessive traction, bending, or twisting of the device during use. As mentioned in the instruction for use (IFU): "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". But this hypothesis is unlikely because it was not reported that excessive traction, bending, or twisting was applied. Although, the patient's anatomy was particularly difficult to access in this case, and the overall system accentuated any resistance felt during navigation. This incident could also be linked to a lack of hydration of the guidewire. Indeed, the hydration of the guidewire will activate the hydrophilic treatment allowing good navigability in the catheter and therefore avoid friction that could have led to the rupture (break) of the hybrid. As mentioned in the instruction for use (IFU) "rinse the guidewire with the sterile physiological saline solution." However, this hypothesis is unlikely since the physician reported that "the micro guidewire was flushed with heparinized saline". This issue could be due to a manufacturing issue, but this hypothesis remains unlikely because the lot history records did not highlight any anomaly. In conclusion, we are not able to accurately determine the origin of the hybrid rupture (break) because there are many parameters to consider such as the patient anatomy, or forces applied during navigability. The quality of the product does not seem to be involved in the issue experienced even if we cannot conclude the precise root cause of this incident. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in the rate of occurrence has been observed, however, this issue will remain subject to continued tracking as part of our post-marketing surveillance process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "on (B)(6) 2023, the patient underwent angiography in order to clear occluded cerebral vessels in the left middle cerebral artery in the procedure of transcatheter mechanical thrombectomy. During one of the subsequent attempts to reach the occluded cerebral artery in a typical manner using the hybrid 1214da microguide and the vasco+10d microcatheter, no progression of the hybrid1214da microguide distal to the segm border was observed. C4 and c5 of the left internal carotid artery. The microcatheter and microguide were withdrawn from the neuronmax vascular sheath (the distal end of which was located in the initial segment of the left internal carotid artery), and then through the vascular sheath outside the vascular access. The presence outside the vascular access of the vasco+10d microcatheter and the proximal, steel part of the hybrid 1214da microguide was confirmed, and the absence of the distal part of the hybrid1214da microguide was observed. Fluoroscopy confirmed the disintegration of the hybrid1214da microguide and the presence of the distal end of the hybrid1214da microguide in the topography of the left common carotid artery and the left internal carotid artery. Arteriography was performed, which showed a properly patent left common carotid artery and the left internal carotid artery, and the presence of the distal end of the microguide was confirmed in the lumen of the left common carotid artery and the left internal carotid artery to the level of the borderline of the segms. C4 and c5. Left-sided carotid arteriography was performed, in which the image of the left anterior cerebral artery and left middle cerebral artery and their branches was similar to the one performed before the observed disintegration of the hybrid1214da microwire. In addition, angiography showed patent: the left common carotid artery and the left internal carotid artery, without signs of spasm and without signs of migration of the distal part of the detached microguide."